Event description:
It was reported that the device user was unable to adjust the energy level. Furthermore, the device had several event codes logged in the memory. There was no report of pt use associated with the event.

Manufacturer narrative:
(B)(4): the customer facility biomed testing was unable to duplicate the reported failure. Physio-control provided the customer technical assistance and advised the reporter clear the event codes from the memory. Follow up with the customer found that the biomed cleared the logged event codes and observed proper device operation. The device was returned to service for use. A conclusive cause for the energy select problem was not determined.